Event description:
As reported, during a laparoscopic cholecystectomy for retrieval of a stone in the bile duct, an ncompass nitinol stone extractor's basket was missing. The basket was checked prior to insertion and the basket formation was moving, intact, and visible. The basket was also used twice in the bile duct and seen open on camera. On its third use, the basket was missing. Upon removal from the patient, the basket was not coming out the end of the catheter. The user cut five millimeters of the tip off, and the basket was not seen. An x-ray was performed, and the missing basket was not visible in the patient. Additional information has been requested. At this time, there is no report of any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
E1: name and address - (B)(6). G4: PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 31mar2025: it was not believed the patient had any adverse events post procedure. The tip was believed to be completely collected.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B5: additional information received 31mar2025 correction: d3, d9, g1 and h6: annex e investigation ¿ evaluation as reported, during a laparoscopic cholecystectomy for retrieval of a stone in the bile duct, an ncompass nitinol stone extractor's basket was missing. The basket was checked prior to insertion and the basket formation was moving, intact, and visible. The basket was also used twice in the bile duct and seen open on camera. On its third use, the basket was missing. Upon removal from the patient, the basket was not coming out the end of the catheter. The user cut five millimeters of the tip off, and the basket was not seen. An x-ray was performed, and the missing basket was not visible in the patient. It was not believed the patient had any adverse events post procedure. The tip was believed to be completely collected. At this time, there is no report of any adverse effects to the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), device master record (dmr), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Multiple attempts were made to obtain the complaint device. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Multiple attempts were made to obtain the complaint device. The device was not returned. Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d9: device available for evaluation, d9: date returned to mfg, h3: device evaluated by mfg, h6: type of investigation. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), device master record (dmr), instructions for use (IFU), and quality control (qc), as well as a visual inspection of the returned device, were conducted during the investigation. Upon inspection the basket sheath was pulled beyond the support tubing. After removing the sheath, the basket was visible. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.